Event description:
Related manufacturing reference number: 2017865-2023-40780. It was reported that the patient presented remotely via merlin.net. It was noted that both the right atrial (ra) and right ventricular (rv) leads were sensing noise. The patient was asymptomatic. Isometric testing was performed and confirmed the noise. Programming changes were implemented but failed to eliminate the noise episodes. The physician elected to monitor the patient instead of making more changes. The patient left in stable condition.

Event description:
Additional information received indicated the noise on both the rv and ra leads persisted. Visual inspection of the rv and ra leads noted insulation damage. The patient was asymptomatic. The physician repaired the ra lead, and the rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.